Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon fell apart when I had it in.. Pulled it out and some of the top portion of the tampon was gone [foreign body in reproductive tract]. Tampon fell apart when I had it in [device breakage]. Consumer stated on rating/reviews site that the tampon fell apart when it was in her. No serious injury was reported.